Event description:
It was reported that after a coronary artery drug eluting stenting treatment procedure, in stent restenosis occurred. The patient initially presented with chest pain. The patient's anatomy was mildy tortuous. The lesion was located in the left anterior descending (lad) artery. The vessel was 2.50mm in diameter and 70% stenosed. During the index procedure, the physician pre-dilated the lesion with a bora 2.50x10mm balloon and successfully implanted a taxus express2 2.50x12mm drug eluting stent (des) in the lad. Prior to the proecedure, the patient was using lipitor, simvastatin and ormox. During the procedure, the patient received heparin and plavix. After the procedure, the patient was to use plavix and asa for 12 months. Approximately 322 days after the procedure, the patient was still experiencing chest pain. Although it was not as severe as prior to the stent placement, it was decided to perform diagnostic angiograpy. In-stent restenosis was visualized and was treated by implanting a taxus express2 2.50x16mm des. The patient was to continue plavix and asa therapy indefinitely. There were no further patient complications reported.

Manufacturer narrative:
A unit has not been returned for review; thereore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 8043267 found that the device met its material, assembly and product specifications, at the time of release to distribution.